Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the optic head was loose due to a missing screw. There was no patient harm.

Manufacturer narrative:
This reported event could be attributed to a mechanical interference that disables the yoke set screw from engaging the libero mounting bolt. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 28, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. An internal investigation was opened to address this issue. (B)(4).